Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the insulin on board feature had turned off without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 3/18/2014 with the following findings: during investigation, a review of the pump¿s user settings showed the iob duration was set for two hours. A test was performed with a 20 unit bolus and a duration period of 2.0 hours. After the two hours the insulin on board (iob) status was 0.00 and was accurately reflected in the iob status. The iob was found to functioning properly. The pump was exercised for 24 hours and the iob maintained ¿on¿ status on the screen during the duration test. The issue of iob turning off was not duplicated during investigation. The pump was found to perform within specifications.